Event description:
A hospitalized pt was undergoing a dialysis treatment. Approximately 30 minutes into the treatment, the pt became unresponsive. The code team was called and the pt was administrated normal saline. The pt was successfully resuscitated and transferred to ICU. The dialysis nurse reported there were no problems with the treatment and there had been no alarms and stated there was no reason to suspect any device or product contributed to the pt's episode. The phoenix machine was inspected and determined to be within MFR's specification. The disposable products used during this time were discarded and not available for analysis.

Manufacturer narrative:
The bicart product involved in this incident was not available for investigation and the bicart model and lot number could not be provided by the facility. Gambro has identified a lot number of a bicart product shipped to this customer prior to this event. No nonconformity has been identified in the device history record for this lot number.